Event description:
Used a bd nano 2nd gen pen needle 4mm x32g to take my injection in my stomach this evening the needle looked straight but when I went to inject the needle bent completely sideways even though the pen was held straight as always I didn't feel the pain until I pushed the button on the pen and had to let go of the button because of the pain. I removed the pen needle and looked to find it sideways. I removed the needle and got a new needle to finish said injection dosage until the pen clicked stating the rest of the dosage was received. The first injection site became puffy with a red/purple dark spot in the center. I've never had this problem before but I thought it should be on record just in case some else has a bad needle because I don't one to break off instead someone from not being securely set. FDA safety report ID # (B)(4).